Event description:
Reportedly, the tilt top did not engage, when pulling it from the rectum was very hard, so they had to take it a part also when removing it, the anvil detached from the stapler then they had to search for anvil once located, then it was removed from the pt. Delay time in the case was 1/2 hour also causing trauma to the bowel when searching for the anvil. Procedure: lar.